Event description:
The customer reported that during first use of this tendon stripper to harvest the graft for an acl reconstruction of the right knee, the tip detached and had to be retrieved from the surgical site. There was no injury to the pt and no significant delay reported.

Manufacturer narrative:
Investigation results: an investigation of the returned unit is in process. Conmed linvatec will send a f/u report upon completion of this analysis.